Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during testing, they observed that their device would not detect a connection through the therapy connector assembly. The customer was attempting to connect the defibrillation hard paddles assembly and the device would give a connect paddles message. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.